Manufacturer narrative:
An event of heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. It was indicated that the final implant depth was at 3 mm from both the left and right coronary cusp. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 10286991). Patient presented in sinus rhythm. Length of membranous septum is 2.9mm. Before 80% deployment, complete atrio-ventricular block (cavb) developed. Temporary pacing began. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The valve was then released successfully at a depth of 3mm on both the left and right coronary cusp, but the cavb did not improve. The patient left the operating room with the temporary pacemaker. A permanent pacemaker was not implanted. The patient was reported to be stable.